Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider, via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was treated for an infection and the device was turned off (B)(6) 2019. The cause of the infection was unknown. The device had been placed for retention. The patient no longer needed "to cath" and the patient wanted the system removed. The system was explanted and was discarded (B)(6) 2020. The patient also had an "odd hematoma" at the incision site. No device issues or further complications were reported.